Event description:
A nurse from the user facility reported 6 cases of eye inflammation within 24 hours post-op. Nurse stated she would try to gather information on product used. Additional information was received on 5/8/2006. It was reported that the surgeon believes the viscoelastic may be a cause for eye inflammation at this facility. Two patient identifiers were received. This report describes the first patient of two identified by the surgeon. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the manufacturing documentation.